Event description:
It was reported that the homechoice automated pd set with cassette was causing the homechoice not to work. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4): the actual devices were not received for evaluation; however, six unused companion devices were received. Visual testing, leak testing and pressure testing were performed and no issues were noted. The devices were used to run a full therapy on a lab homechoice (hc) machine with no issues found. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number s13c28083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a follow-up report will be submitted.